Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture thresholds were observed on the left ventricular lead. No patient symptoms were reported. No intervention was reported.